Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced sepsis coincident with peritoneal dialysis (pd) therapy. The cause of the sepsis was unknown. The patient was hospitalized for the sepsis. Treatment for the sepsis event was not reported. At the time of this report the patient was still hospitalized and was recovering from the event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.